Manufacturer narrative:
Product analysis: the reported issues of the instrument would not prime, and it displayed a possible error message of "pump stopped" were verified during field service. During service the technician noted that when turning on the instrument the motor would spin during the self-test. The technician pressed the start button for the pm4 which did not work. The technician then swapped the connectors on the sin-ui board, and they were able to turn the motor on with a pm2's start button while pm2 itself would not start with pm4's start button. The issues were resolved by replacing the overlay for pm4. Post-repair testing was performed per specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this performer instrument, the customer noticed that the instrument would not prime and it displayed a possible error message of "pump stopped". The instrument was changed out with a backup and there was no reported adverse patient effect. Additional information received confirms the hand crank was not required to maintain flow.